Event description:
Per the report received from France, this 3300TFX valve of unknown size, was explanted from the aortic position after an implant duration of two (2) years due to unknown reasons. A mechanical valve was implanted in replacement.

Manufacturer narrative:
H11: Additional Manufacturer Narrative: The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process.The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.